Manufacturer narrative:
(B)(4). No system errors: if you get a system error ¿ such as no readings, sensor error, or signal loss ¿ you won¿t get g6 readings or alarm/alerts.

Event description:
It was reported that an adverse event occurred. The patient stated the sensor was inserted into thigh, which is off label usage of the device, on (B)(6) 2019. In the evening on (B)(6) 2019 she ate a normal dinner and took her normal dose of lantus insulin. Her glucose went low in the night and her husband had to give her a glucagon injection early in the morning on (B)(6) 2019. No symptoms were reported. She had recently switched from her new long acting insulin tresiba back to lantus because of several other hypoglycemic events. At the time of contact, she was distracted, having difficulty remembering what happened during the event; however, she reported that she as receiving intermittent sensor errors lasting 1.5 to 3 hours and stated that as a result she was not getting alerts soon enough when her glucose was dropping. Data was provided for investigation. The problem or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.